Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. The device was leak tested under water at a pressure of 8psi and a leak was found at the connection between the tubing and drip chamber. The reported condition was verified; the cause is undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak below the chamber of a duo-vent clearlink luer activated valve during priming with normal saline. There was no patient involvement. No additional information is available.